Event description:
The customer reported that the 840 ventilator had a blank display. No pt involvement. Covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. Customer reported that have followed the tse recommendations and the unit passed extended self-test. Covidien was not authorized to service the device.